Manufacturer narrative:
This report is filed (B)(6) 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced skinflap necrosis prior to explantation.